Manufacturer narrative:
After multiple attempts to reach out to the customer, the unit involved in the procedure has not been returned for evaluation and repair and no response has been received from the customer. Based on this information, a true root cause cannot be determined. This can be seen as the final report; if additional information is obtained that alleges any additional information, patient involvement, or need for corrective actions, a follow up report will be submitted.

Manufacturer narrative:
Per the generator manual, this type of unit is not to be used in oxygen rich areas as it can increase the risk for fire and explosion hazards. However, because the unit is letting of unusual sparks during testing, the device will be sent to our repair facility for full diagnostics and testing. There has been a total of (B)(4) sold since 2016 with no additional complaints recorded for this occurrence.

Event description:
An ids-310 unit is generating a spark that is not normal. It had to be withdrawn from the surgery room as since there was fire in surgery room, resulting in a burn to the patient. The fire was caused by a spark that came into contact with the oxygen.